Manufacturer narrative:
(B)(4). Analysis was unable to verify manufacture mode due to critical pump error (open book image). The insulin pump had a pump error 35 noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly. Analysis was unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). The pump had a minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. Mother stated the customer jumped into the water with the insulin pump and after that there was a strange sound coming from the pump as if something is loose. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.